Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that death was reported 4 years after a successful procedure. Most likely cause was underling worsening condition unrelated to the device. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to conservatively report the patient death. It was reported that on (B)(6) 2012, two mitraclips were successfully implanted to treat grade 4+ degenerative mitral regurgitation (mr), reducing mr to grade 2+. No related adverse events were reported since implantation; however, approximately 4 years post clip implantation, on (B)(6) 2016, the patient died while in hospice. The cause of death was not provided; therefore, the physician was unable to assess a device relationship. No additional information was provided.